Manufacturer narrative:
Investigation summary: this customer reported having both false positive and false negative results. An fse went on site and cleaned the instrument/detector board, found the air filter to be damaged and reloaded the software. After these services, the instrument's operation was monitored for one protocol cycle and no issues were reported. The case was closed. The root cause of this complaint cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no previous recent additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 320 instrument, there were false negative results. There was no report of adverse patient impact.

Event description:
It was reported while using the bd bactec¿ mgit¿ 320 instrument, there were false negative results. There was no report of adverse patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Initial reporter zip code:(B)(6).